Manufacturer narrative:
Based on this information received following submission of the initial report, the event device restarted during setup (boot up issues) does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4). No further report will be submitted under mfg report number 2028159-2022-01395.

Event description:
Additional clarification was received from the customer and confirmed that the system hung up during startup considered as boot-up issue.

Event description:
A health professional reported that an ophthalmic operating console restarted during setup of a cataract surgery. The console could be reset and restarted. There was no patient involvement. The surgery was able to be performed without any issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).